Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 217mg/dl and diabetic ketoacidosis. The customer had symptoms such as dehydration and was treated at the hospital. Customer declined troubleshooting and only wanted to report the incident. No further details given.